Manufacturer narrative:
Correction to d4 (lot #): corrected from 20900387 to unknown. The lot number reported in the initial report belongs to the device that was used to reposition the implanted microstent. Device identifiers were requested, but not provided. The cause of the event remains unknown. Correction to d4 (expiration date): corrected from 05-oct-2022 to unknown. Correction to h4 (manufacture date): corrected from 05-oct-2020 to unknown. Correction to h6 (type of investigation): removal of code 3331 (no longer applicable). Replaced with code 4117. Manufacturer reference #: (B)(4).

Event description:
Additional information was requested from the surgeon on four separate occasions. As of the date of this report, no response has been received.

Manufacturer narrative:
The device remains implanted in the patient and is therefore not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent malposition and surgical re-intervention are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6) male underwent implantation of the hydrus microstent. Postoperatively, the microstent was repositioned due to the implant extending too far into the anterior chamber. The surgery dates, event details, and impact to the patient are not known at this time, but there was no report of patient harm. Additional information has been requested.